Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a battery out limit. The customer¿s blood glucose was 87 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the esc button would not work. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump alarmed battery out limit after battery has been removed and reinserted. No battery out limit alarm troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. Act and esc buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.